Event description:
Report provided by the end user states that they have experienced a rash on the face and a rash under the wafer and beyond the perimeter of the wafer. The rash is accompanied with itching and redness but no bleeding. The end user provided confirmation that the products being used are latex free. It was suggested that the end user contact a health care provider for an anti fungal and seek medical attention if the area does not clear. The pts subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.